Manufacturer narrative:
Currently it is unknown to what the sepramesh ip may have caused or contributed to the reported event. The information provided alleges the patient experienced adhesions. Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a known possible complications. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Device evaluated by MFR? Not returned to manufacturer.

Event description:
The following was reported to by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for repair of a ventral hernia. A sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed. During the procedure it is alleged that a segment of the patient's small bowel was resected. Over three hours were spent lysing adhesions to the mesh and removing the mesh in its entirety. The patient's attorney alleges that the sepramesh ip used in the patient's hernia repair surgery failed, resulting in much pain and suffering, mental anguish, doctor visits and subsequent procedures. It is alleged the patient was injured severely and permanently.

Manufacturer narrative:
Currently it is unknown to what the sepramesh ip may have caused or contributed to the reported event. The information provided alleges the patient experienced adhesions. Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a known possible complications. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is being sent due to additional medical records. The information provided reports that prior to explant of the sepramesh ip device the patient underwent additional surgical procedures due to adhesions of mesh and primary repair of incarcerated recurrent incisional hernia. As stated before, adhesions and recurrence are known inherent risks of surgery and are both identified in the adverse reaction section of the IFU. Based on the additional information provided at this time, no definitive conclusion can be made as to the extent the sepramesh ip may have caused or contributed to the patient's post op complications. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Updated fields: b5, e1, g4, g7, h2, h10 h3 other text : not returned to maufacture

Event description:
As originally reported on (B)(6) 2019: the following was reported to by the patient's attorney: (B)(6) 2007 the patient underwent surgery for repair of a ventral hernia. A sepramesh ip was implanted to repair the hernia defect. (B)(6) 2015 the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed. During the procedure it is alleged that a segment of the patient's small bowel was resected. Over three hours were spent lysing adhesions to the mesh and removing the mesh in its entirety. The patient's attorney alleges that the sepramesh ip used in the patient's hernia repair surgery failed, resulting in much pain and suffering, mental anguish, doctor visits and subsequent procedures. It is alleged the patient was injured severely and permanently. Addendum per medical records: (B)(6) 2007 the patient underwent repair of recurrent right inguinal hernia with implant of a sepramesh ip. Op dictation notes "a piece of sepramesh ip was cut to shape and placed into the peritoneal cavity." (B)(6) 2011 laparoscopic enterolysis, symptomatic incisional hernia- adhesions to the previous mesh. (B)(6) 2014 primary repair of incarcerated recurrent incisional hernia - no mention of previous mesh. (B)(6) 2015 the patient underwent an exploratory laparotomy, extensive lysis of adhesions, small bowel resection, entero-entero anastomosis x1, partial omentectomy, fistulectomy, abdominal wall abscess drainage.